Event description:
Caller states customer is currently at the emergency room (ER) because she felt dizzy and nauseous. 1.5 hours prior to the ER visit, customer reportedly received the following results on the aviva plus system within 10 minutes: 494 mg/dl, 288 mg/dl, and 116 mg/dl emergency medical technicians had been called, and customer tested 115 mg/dl on her aviva plus system, and 134 mg/dl on the emt meter. She was transported to the ER due to her symptoms; no medical treatment was required. Requested return of meter and test strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.